Manufacturer narrative:
The sample will be sent for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
The surgeon reported that during a procedure, a system message displayed noting obstruction in the infusion. The probe was switched, but it did not clear the system message. Another system was brought in to complete the phaco portion of the case. The surgeon then attempted to switch back to the vitrectomy portion of the case and the probe would not cut. The surgeon stated they switched out the probe and completed the case as planned. No pt injury was reported.